Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead and the suspected cause of high threshold was due to the patient condition. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high threshold measurement. The suspected cause of high threshold was due to the patient condition and all other lead measurements were within normal range. This rv lead was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high threshold measurement. This rv lead was replaced with the same model. No additional adverse patient effects were reported.